Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no: 869755) for female sterilisation. The patient had a medical history of pelvic adhesions, pelvic pain female and endometriosis. Patient with chronic pelvic pain. On ultrasound patient had a questionable right ovarian cysts which patient requested for definite right oophorectomy immediately before the surgery in the preoperative holding area though previously we had only discussed possible right oophorectomy if in case abnormal appearance of ovary. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 1974 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (right salpingo-oophorectomy; lysis of adhesions; excision of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essures are opened and deployed with 6 coils trailing within the uterine cavity on the left side and s coils tratling within the uterine cavity on the right side. Discrepancy noted removal date of drug updated to on (B)(6) 2017 00:00. Discrepancy noted insertion date of drug updated to on (B)(6) 2011. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 15-nov-2023: medical record received. Reporters information added. Patient medical history added. Lot number added .non drug treatment updated. Indication added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a 32-year-old female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criterion intervention required), 6 years after insertion of essure. The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 33 year-old female patient who had essure inserted (lot no. 869755) for permanent contraceptive tubal implant. The patient had a medical history of pelvic adhesions, pelvic pain female and endometriosis. Patient with chronic pelvic pain. On ultrasound patient had a questionable right ovarian cysts which patient requested for definite right oophorectomy immediately before the surgery in the preoperative holding area though previously we had only discussed possible right oophorectomy if in case abnormal appearance of ovary. On 02-dec-2011, the patient had essure inserted. On (B)(6) 2017, 1974 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (right salpingo-oophorectomy; lysis of adhesions; excision of endometriosis). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: the essures are opened and deployed with 6 coils trailing within the uterine cavity on the left side and s coils tratling within the uterine cavity on the right side discrepancy noted removal date of drug updated to (B)(6) 2017 from (B)(6) 2017 00:00 discrepancy noted insertion date of drug updated to (B)(6) 2011 from (B)(6) 2011. Lot number:869755,manufacture date:2011-06,expiration date:2014-06. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 25-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 32 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2017, 2192 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.